Event description:
Info received indicates the bed has no head up function.

Manufacturer narrative:
The facilities maintenance found the head up solenoid was defective. The solenoid was replaced to repair the bed.